Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial flutter left (l-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve was damaged and failed. It was reported that after getting transseptal access into the left atrium, they noticed there was bleed back inside the vizigo sheath. The physician clamped down on the sheath and exchanged the sheath with a new sheath and the case was continued without any further incident. There was minimal blood loss. They inspected the sheath, and it appears that the valve became separated. No patient consequences were reported. The white piece inside the orange hub broke. The hemostasis valve (gasket) did not break into two or more separate pieces or become detached from the sheath. Picture attached reviewed. The sheath was inside patient. No air entered the patient ¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was 10ml. No medical intervention was required to stop the bleeding; the doctor inserted a new sheath, case continued. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 12-may-2022, the bwi product analysis lab received the device for evaluation it was reported that an unknown patient underwent an atrial flutter left (l-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve was damaged and failed. Device evaluation details: according to the pictures provided by the customer, the hemostatic valve was not observed in the picture. This issue could be related to the incorrect insertion of the dilator into the sheath, causing the brim cap-valve dislodgment; however, this could not be conclusively determined based on the photographs alone. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). Due to the conditions of the hemostatic valve, an internal action was opened. A device history records was performed for the finished device 50000098 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).